Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. The option-lok male adapter of the tubing set was connected to a clave port of an unspecified extension set. It was reported that while the nurse disconnected the tubing set from the clave port, the male adapter of the tubing set broke off and remained in the clave port. A leak of solution and an unspecified volume of blood loss were noted. The tubing of the extension set was clamped off. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.